Manufacturer narrative:
Concomitant medical products: 479888 lead; 693565 lead implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post-operative cardiac resynchronization therapy defibrillator (crt-d) incision check, ¿an open area¿ was found to be mid-incision and characterized as superficial without redness or drainage. Steristrips was applied and the device remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.